Manufacturer narrative:
(B)(6). Alfredo schiavone panni, franceso falex, rocco d¿apolito, katia corona, carlo perisano, and michele vasso ¿long-term follow-up of a non-randomised prospective cohort of one hundred and ninety two total knee arthroplasties using the nexgen implant. International orthopaedics (sicot) (2017) 41:1155-1162. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported in a journal article that there was one case of patella loosening, which occurred five years post-operatively. No additional patient consequences were reported.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The following sections have been updated: date of event: (B)(6) 2005. Explant date: (B)(6) 2005. This investigation remains closed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that there was one case of patella component loosening. Subsequently, the patient underwent a left revision procedure approximately five years post-implantation. The patella component was removed and replaced. No additional patient consequences were reported.